Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in loose abutment. On (B)(6) 2015 the patient was administered general anesthesia to facilitate abutment exchange in the operating room. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.